Event description:
It was reported that the patient was experiencing discomfort due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.